Event description:
One hour, 30 minutes into the treatment, the pt complained of shortness of breath. The pt's blood pressure dropped, and the pt was noted to be restless and dusky in color. The pt was sent to the ER. This is incident 1 of 2 for this pt. Also see report number 7010848-2000-000006.

Event description:
One hour, 30 minutes into the treatment, the pt complained of shortness of breath. The pt's blood pressure dropped, and the pt was noted to be restless and dusky in color. The pt was sent to the ER. This is incident 1 of 2 for this pt. Also see report number 7010848-2000-000006.